Event description:
At 1 year and 1 month after the primary surgery, the patient presented with instability of unknown cause. The surgeon upsized both the insert and the peg from 14 mm to 17 mm to improve stability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17 october 2025: gmk-revision 02.07.0214scf fixed tibial insert semiconstrained s.2 / 14 mm ( k103170) lot. 2008655: (B)(4) items manufactured and released on 28 sept 2020. Expiration date: 07 sept 2025. No anomalies found related to the problem. To date, 26 items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.scp14 tinbn coated sc peg - 14mm (k210010) lot. 2341851: (B)(4) items manufactured and released on 29 jan 2024. Expiration date: 08 jan 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.